Event description:
It was reported that multiple intermittent occlusion alarms occurred. A supply change was performed resolving the occlusions. Additionally, customer experienced a blood glucose (bg) level of "high" with moderate ketones, nausea, and vomiting. Cause for high bg was unknown. Customer required assistance from customer's sister to administer a manual injection, and a correction bolus via the pump was also delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.